Event description:
It was reported that a pt who was previously treated with a sc acufix slimline cervical plate later underwent a revision surgery for an unknown reason.

Manufacturer narrative:
The batch number is unk and the mfg records for the complaint device could not be reviewed. Multiple request for add'l info have been made but further details have not been provided.